Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that zimmer biomet does not hold reporting responsibility for this device. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information it has been determined that zimmer biomet does not hold reporting responsibility for this device. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). UDI: n/a. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported drill bit broke during surgery. All pieces retrieved. No delay in case. No impact on patient. Second kit was used to competed the case. There is no additional information available at this time.